Manufacturer narrative:
One hundred samples received by our quality team for investigation. Through visual inspection, twenty five samples appear to have a molding defect in the luer of syringe. Functional testing was performed, leak at the luer was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process. Manufacturing personnel have been notified and additional training to reinforce will be performed. . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material # 309604, batch # 3012102. It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Will not inject medication just leaks instead.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.